Manufacturer narrative:
Concomitant medical devices: dtma1q1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead. The patient's rv lead historically has impedance measurements right around the minimum threshold measurement of 200ohms and the physician opted to turn the alert off. The rv lead remains in use. No patient complications have been reported as a result of this event.